Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgical implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain,discomfort, extrusion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding, dyspareunia, vaginal itching, dysuria, vaginal irritation/dryness, bloody vaginal discharge, vaginitis/vulvovaginitis, joint pain, cystocele (prolapse), third degree vaginal prolapse, rectocele, urinary tract infections, weight fluctuations, fatigue/increased sleep, constipation, back pain, epigastric pain, dyspepsia, elevated white blood cells, decreased red blood cells/hemoglobin/hematocrit/albumin, urine positive for leukocytes/white blood cells/bacteria, low sodium/chloride (electrolyte imbalance), hematuria ,hemorrhoids, nausea, low blood pressure, hypoactive bowel sounds, thread pulse, pessary use, failure of implant, stress incontinence, unable to exercise, vaginal atrophy, vaginal pressure, vaginal spotting, vaginal relaxation, protrusion, heartburn, frequency, incontinence, suprapubic discomfort, gaping introitus, vaginal candida, urethral meatus polyp, non-surgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient experienced bowel problems, internal hemorrhoids, third degree vaginal prolapse mostly anterior and possibly apical with a smaller degree of rectocele, vaginal estrogen cream, estrogen deficiency, lower pelvic pain, vaginal pain, depression, had to splint her perineum to defecate at times, palpable mesh band, mesh erosion, bright red vaginal bleeding, bleeding with urination, large anterior vaginal ulceration, stage four pelvic organ prolapse, irritation near her vulva and the crease of her groin worse on the left side, left-sided abdominal and flank pain, bloating, small inguinal hernia, foreign body inflammatory reaction and fibrosis. She experienced anxiety, severe anemia, weight loss, hypertension, hypotension, peritonitis and sepsis.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mixed urinary incontinence, recurrent pelvic relaxation, blood loss, protrusion at vaginal opening, abnormal vaginal rugae, muscle spasm and paravaginal defects.